Event description:
It was reported to medtronic minimed that the customer experienced pump error 15, and pump error 23. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was identified. The event involved product(s) mmt-1884, mmt-442aj, mmt-342. The customer had not been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported receiving a pump error. The customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. The pump was not recently placed in storage mode or without a battery for 8 hours. Error has occurred more than once after a battery change. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-442aj. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected alarms or alerts during testing. Unit was successfully downloaded using thump software. During download history review, pump error 15 was recorded on (B)(6) 2024 at 17:11:09.000, aligning with customer complaint. Line number= 442 and file number=38. Per software engineering log, pump error 15 was due to inverse check was failed in the rf driver critical data consistency check. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 was not noted during testing. Unit was cut open for visual inspection on electronic assemblies. Moisture damage was noted on electronic assembly. Unit received with a scratched case and cracked case (battery tube). In summary, unit powered up properly after battery installation and no unexpected alarms noted. Unit functioned properly as designed. However, during deconstructive analysis, moisture damage was noted on electronic assembly. Unable to confirm customers concerns of pump error 23 when it was not noted during testing. Customers' allegations of pump error 15 was confirmed when the adapt tool revealed to have recorded pump error 15. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.